Manufacturer narrative:
Diopter: -11.0. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens on (B)(6) 2016 in to the patient's right eye (od). The reporter indicated that the vault of the lens was low. The lens was exchanged for a larger lens the same day, but the vault did not improve and a follow up is needed.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in case/vial; visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Previous device code was incorrect; (secondary surgery) was a patient code instead of a device code. (B)(4).